Event description:
It has been reported that whilst the op5 omnipod personal diabetes manager (pdm) was being charged over night the charging cable melted near the controller port. The customer was able to remove the cable but there is damage at the controller port site. The controller is still working.

Manufacturer narrative:
The device was returned for evaluation. The reported event was confirmed. The charging cable utilized was also returned and noted to not be an insulet provided cord. No thermal damage was observed inside the controller. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. No medical treatment was required as a result of the event. The omnipod 5 user guide states, "only use an insulet approved charging cable and adapter to charge your controller. Using unapproved charging cable and adapters can cause the battery to explode or damage the controller and may void the warranty."

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.